Event description:
It was reported that the burr became stuck in the lesion. A 1.25 mm rotapro was selected for a percutaneous coronary intervention (pci) procedure of the right coronary artery (rca). The 99% stenosed target lesion was moderately tortuous and severely calcified with a length of approximately 30 mm where the target vessel was approximately 2.5 mm in diameter. Pre-dilatation was performed. The rotapro was prepped and platformed at 180000 rpm. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed with speeds 180,000 rpm for 10-20 seconds each. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotational speed decreased approximately 4000-5000 rpm during each ablation. After the several ablations were performed, the burr became stuck mid-way in the lesion. The physician thought it was possible that the rotational burr entered the distal side of the severely tortuous vessel with calcification causing the device to become stuck. The hemodynamics were maintained. The burr was attempted to be released by pushing and pulling the whole system, using a balloon catheter, pushing a microcatheter and a guide extension catheter, but the burr remained stuck. Therefore, surgery was performed to remove the device. The burr did not come into contact with the spring tip of the rotawire and no damage was observed on the rotawire. The current patient's condition was getting better with undergoing dialysis.

Event description:
It was reported that the burr became stuck in the lesion. A 1.25mm rotapro was selected for a percutaneous coronary intervention (pci) procedure of the right coronary artery (rca). The 99% stenosed target lesion was moderately tortuous and severely calcified with a length of approximately 30mm where the target vessel was approximately 2.5mm in diameter. Pre-dilatation was performed. The rotapro was prepped and platformed at 180000 rpm. During the procedure, rotapro was advanced into the blood vessel. Ten ablation runs were completed with speeds 180,000rpm for 10-20 seconds each. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The rotational speed decreased approximately 4000-5000 rpm during each ablation. After the several ablations were performed, the burr became stuck mid-way in the lesion. The physician thought it was possible that the rotational burr entered the distal side of the severely tortuous vessel with calcification causing the device to become stuck. The hemodynamics were maintained. The burr was attempted to be released by pushing and pulling the whole system, using a balloon catheter, pushing a microcatheter and a guide extension catheter, but the burr remained stuck. Therefore, surgery was performed to remove the device. The burr did not come into contact with the spring tip of the rotawire and no damage was observed on the rotawire. The current patient's condition was getting better with undergoing dialysis. It was further reported that the system was stalled prior to the burr became stuck in the lesion, it occurred once.